Event description:
It was reported the customer was hospitalized for high blood glucose. It was also reported that the customer tried to treat her sugar level with manual injections and was not able to control it. No additional information was provided at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.